Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in intermittent inappropriate mode switch. The ra lead was capped and replaced on 09 dec 2024. The patient was in stable condition.